Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized from (B)(6) 2015 due to elevated blood glucose and heart issues while using the infusion device. The patient woke up with blood glucose levels in the "high 400's mg/dl". At one point, the meter result was "hi" mg/dl. The "hi" mg/dl, which on the system indicates a result in excess of 600 mg/dl. The paramedics arrived between 3:00pm-5:00pm. The result on the paramedic's meter was 281 mg/dl. The paramedics did not treat the patient with insulin since the patient had already given himself a bolus of 30 units insulin two hours prior to the paramedics arriving. The patient was having chest pains and shortness of breath, so he was put on oxygen and treated with 4 baby aspirin, as well as nitroglycerin tablets. The results at the hospital were unknown. At the hospital, the patient did not recall all of the treatment that was provided. The patient was given x-rays and stress tests. Also, the patient had blood work done and was given potassium tablets since his levels were low. The patient attributes the high blood glucose from lasix medications and a bad site. The infusion device was requested to be returned for product evaluation.